Event description:
It was reported by the patient spouse that the patient was experiencing pain in the heart and their pulse rate was at 72 beats per minute (bpm) when the implantable pulse generator (ipg) is set at 60 bpm. All reasonable contacts have been followed up with and no additional information is available. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.